Event description:
Customer reported receiving an error 4 message when a test strip was inserted into his freestyle flash blood glucose monitor. It was also identified during troubleshooting with adc customer service that the unit of measurement setting was set to mg/dl instead of mmol/l. The customer reported administering insulin based on glucose results obtained on his meter. He reported symptoms including "feeling dizzy and confused" and then being transported by paramedics to a local hospital. While at the hospital, customer was diagnosed with hypoglycemia. Glucagon was administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.